Event description:
It was reported that the patient presented in-clinic due to patient notifier alert for a normal eri, noise on the venrticular channel that triggered vf detection was observed. The noise was intermittent. Increase in capture threshold was also noted. The lead was later capped.

Manufacturer narrative:
No medwatch form was received.